Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not power on properly) was confirmed. As received, the battery charger would not charge a test battery pack. Upon evaluation, there was contamination on the battery board and a failure at bga components u104 and u1003. The cause of the inability to power on and charge a battery pack is the contamination and bga failure. The root cause of the contamination is liquid ingress of an unknown contaminant. The root cause of the bga failure could not be positively identified. The root cause of the inability to power on could not be distinguished between the contamination and bga failure. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's charger would not power on properly.